Event description:
The device was used during an unspecified thoracoscopic procedure. Reportedly, the staples did not form properly and the disposable loading unit hung up on the tissue. The surgeon resected the staple line and completed the procedure with another device.